Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted onto the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, the patient experienced a skin reaction with itching, rash, redness, inflammation, drainage, infection under the entire sensor patch area. Prior to sensor insertion the area was prepped with soap and water. On (B)(6) 2026, the patient visited her local hospital due to the skin reaction and was prescribed oral antibiotic flucloxacillin (unspecified dosage) and topical dermovate cream. There was no documentation of further medical intervention. No photo or other details were provided. At the time of the report, the patient¿s condition is good. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.